Manufacturer narrative:
The filed service engineer (fse) evaluated the instrument on 03/31/2016. The fse found a crack in the white blood cell (wbc) bath drain. The fse replaced the wbc bath drain tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter act diff analyzer. The volume of the leak was about 3 ml was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.